Event description:
Plaintiff alleges that as a result of repeated exposure to latex gloves, she has suffered severe and irreversible type-1 latex allergy. She alleges suffering upper respiratory problems, asthma, ananphylaxis, rashes, skin problems, stomach complaints, heart palpitations, malaise, fatigue, restiessness, extreme discomfort, and other physical injries as well as great despair, and loss of enjoyment of life all of which are of a permanent and continuing and life-threatening nature. Pt's husband alleges the loss of consortium of his wife.